Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) causing a loss of cardiac resynchronization therapy (crt) pacing for the patient. A follow up with the patient¿s healthcare provider yielded that lead was reprogrammed and continues to be monitored. The lead remains in use. No further patient complications have been reported as a result of this event.